Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse got the alarm 14 from the artic sun device. They reseated the probe and therapy worked again for a while, but the alarm 14 came back. The nurse was unable to move the probe to the bedside monitor because it did not have the right connections. Also stated that they had already replaced the artic sun device and did not work either.

Event description:
It was reported that the nurse got the alarm 14 from the artic sun device. They reseated the probe and therapy worked again for a while, but the alarm 14 came back. The nurse was unable to move the probe to the bedside monitor because it did not have the right connections. Also stated that they had already replaced the artic sun device and did not work either.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temperature sensing catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.